Manufacturer narrative:
The reported event of the stylet could not be removed was confirmed. As received, a complete lead was returned in one piece for analysis with the field stylet partially inserted in the inner coil lumen. Visual inspection of the lead revealed the inner coil to be bunched at the connector region. Blood was also noted inside the inner coil lumen at the connector region. The cause of the reported event was isolated to be due to the blood inside the inner coil and the bunching of the inner coil at the connector region.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right ventricular (rv) lead was unable to be removed from the stylet. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.